Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed contamination under the up and down arrow key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no physical damage to the keypad and noted the symbols were worn. During testing, all keypad buttons responded appropriately. The keypad was removed and contamination was found under the up and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.